Event description:
Bayer case number:(B)(4) I can now hug my wife without it hurting her. Years without being able to hug her because of your essure [pelvic pain female] case narrative: this spontaneous case was reported by a family member through social media and describes the occurrence of pelvic pain ("I can now hug my wife without it hurting her. Years without being able to hug her because of your essure") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the event had resolved. The reporter considered pelvic pain to be related to essure administration. The reporter commented: I can now hug my wife without it hurting her. Years without being able to hug her because of your essure that has destroyed the health of so many women. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). I can now hug my wife without it hurting her. Years without being able to hug her because of your essure [pelvic pain female] case narrative: this spontaneous case was reported by a family member through social media and describes the occurrence of pelvic pain ("I can now hug my wife without it hurting her. Years without being able to hug her because of your essure") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the event had resolved. The reporter considered pelvic pain to be related to essure administration. The reporter commented: I can now hug my wife without it hurting her. Years without being able to hug her because of your essure that has destroyed the health of so many women. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data will conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.